Event description:
It was reported that the monitor on the 2600 system were flickering with snowy images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation power supply was replaced during the service call. The system was tested and found to be working as intended, and put back into service.